Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Clinician did not provide the following information: whether primary stability was achieved. Per IFU, patients should be instructed to maintain routine follow-up visits for hygiene and attachment function evaluation. Abutments must be re-tightened at follow-up visits to the torque specifications listed in the IFU. Follow-up visits are recommended at 6 month intervals.

Event description:
Customer indicated that the locator abutment fractured and a portion of the abutment broke off inside the implant. If the screws are unable to be retrieved. Then the implant will be non-restorable. Surgical intervention may be required to remove the implant.

Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Clinician did not provide the following information: whether primary stability was achieved. Per IFU, patients should be instructed to maintain routine follow-up visits for hygiene and attachment function evaluation. Abutments must be re-tightened at follow-up visits to the torque specifications listed in the IFU. Follow-up visits are recommended at 6 month intervals. Final evaluation of the device was performed. Conclusion: failure to follow instructions; device fracture was technique related most likely due to overtorquing the abutment or failure to retighten the loose screw during routine maintenance.

Event description:
Customer indicated that the locator abutment fractured and a portion of the abutment broke off inside the implant. If the screws are unable to be retrieved. Then the implant will be non-restorable. Surgical intervention may be required to remove the implant.